Event description:
Physician reported seroma, diagnosed by ultrasound and MRI. Alcl subsequently diagnosed, alk- and cd30+ have been confirmed. Right side. Device explanted with total capsulectomy and replaced. Patient prognosis said to be 'favourable.'

Manufacturer narrative:
(B)(4). Additional healthcare professional information: (B)(6). Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation (photo): device photograph(s) for the device related to the reported event seroma-late/lymphoma-alcl was reviewed on (B)(6) 2022. Visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to (B)(4): covid-19 quality plan - complaint handling. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl, seroma - late.